Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. The customer performed a reset on their own, after which technical support provided additional instructions. Following the reset, the device did not display the cgm error code again, and the customer was able to successfully start their sensor session.